Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed difficulty with the sutureless connector led to explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the "gunk" found at the connector site appeared to be tissue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving infumorph (10 mg/ml at 0.6 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported a sudden acute increase in pain; the patient had no pain prior to this onset of pain. Per the patient, there was no event that could have caused it. The physician attempted to perform a catheter dye study on (B)(6) 2016, but could not aspirate the catheter, so the dye study was not done. The patient was being scheduled for a catheter revision. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2016 and it was reported that a catheter revision was performed on (B)(6) 2016. The surgeon opened the pump pocket and when trying to disconnect the catheter from the pump, the pump connector had ¿deteriorated and fell apart¿. The white part came off and the metal internal collet remained attached to the pump. It appeared that ¿there was some gunk on the connector between the metal and the outer white connector¿. The csf (cerebrospinal fluid) flow was good. The doctor removed the pump segment of the catheter and replaced it with a new one from a revision kit. He also replaced the pump as a precaution as he was concerned that the original pump was also damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.